Event description:
This pacemaker battery appeared to be prematurely depleting based on previous battery longevity checks. Technical device analysis confirmed that there was an increase in battery consumption and recommend the device to be replaced. At this time, there is no evidence to suggest that intervention has been performed. Additional information was received that a revision procedure was completed, and a new device implanted. The device was discarded at the facility, and will not be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This pacemaker battery appeared to be prematurely depleting based on previous battery longevity checks. Technical device analysis confirmed that there was an increase in battery consumption and recommend the device to be replaced. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.